Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate atrial fibrillation and tachy episodes due to t-wave oversensing were observed. Programming changes were made. Patient was stable.